Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to gastroparesis. The customer stated that her blood glucose levels also dropped to 44 mg/dl due to a liquid diet. The insulin pump alarmed battery out limit and failed battery test. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer later called to report a blank screen, and requested a replacement insulin pump. Nothing further was reported.